Event description:
A malfunction alarm, identified as malf 12, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted the customer with the reset, and confirmed there was no recurrence of the malfunction. The customer was advised to continue using the pump and to call back if any issues reoccurred, which they acknowledged and understood.